Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. During a system check with tandem technical support, it was discovered that the customer was using lyumjev insulin. Tandem technical support informed that using lyumjev insulin, is off label per the user guide. The customer changed the pump supplies as necessary and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.